Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown diagnostic procedure, the bronchovideoscope had a loss of video. There was no harm or injury reported.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal end was not secured and rusted/corroded. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the image malfunction: degradation problem that was identified and the detachment was likely the result of a separation problem; expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.